Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The transmitter was removed prior to removing the sensor pod. The dexcom g5 mobile continuous glucose monitoring system states: do not remove the transmitter before removing the sensor pod from your body.